Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, instruction for use review, risk management review, could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A clinical review states that based on the limited information provided the clinical root cause of the reported events cannot be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. H11: corrected information in h6 (health effect - impact code).

Manufacturer narrative:
H2: corrected data on: h6 (impact code).

Event description:
It was reported that during an arthroscopy, due to bone quality, when the 1.9mm suture fix anchor was placed in the glenoid, it came out. Thus, it was decided to place a 2.8mm q-fix suture anchor. The q-fix suture anchor was placed but never deployed. All the devices were removed from the patient, and the procedure was finished with a smith and nephew back-up device used in the originally drilled bone hole. There was a surgical delay of less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an arthroscopy, due to bone quality, when the 1.9mm suture fix anchor was placed in the glenoid, it came out. The procedure was finished using a 2.8mm q-fix suture anchor as a back up device. There was a surgical delay of less than 30 minutes and no further complications were reported.